Event description:
A malfunction alarm labeled as "malf 24" was reported by the customer. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, thus there was no adverse impact. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.